Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon could not be advanced and was partially unfurled. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon could not be advanced and was partially unfurled. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: added unique identifier (UDI) # (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon could not be advanced and was partially unfurled. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon could not be advanced and was partially unfurled. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely folded with traces of blood on the exterior of the catheter. The one-way valve was also returned an attached to the extracorporeal tubing. A catheter tubing/inner lumen kink was observed at approximately 0.51cm from the y-fitting. At this same location, the optical fiber was also broken. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the product. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and was unable to do so due to an occlusion. The occlusion was unable to be cleared an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We were unable to confirm the reported problem due to the returned condition of the iab. We were unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).